Event description:
It was reported that during an angioplasty procedure "a defect in the distal mounting of the stent on the coronary balloon" was found while advancing through the guide catheter. The device was removed with "significant difficulty" along with the guide catheter. Following removal, damage was noted on the distal end of the bare metal stent. The pt's condition is reported as unk. Additional info has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.